Manufacturer narrative:
The reported events were cardiac perforation, lead dislodgement and helix mechanism issue. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual examination of the lead found the helix was fully extended and clogged with blood/tissue. X-ray examination of the lead found the inner coil in the connector region was over torqued consistent with procedural damage. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. After cutting the lead, cleaning the distal portion of the lead and applying torque directly to the inner coil, the helix was able to retract and extend. The measured full helix extension length was within specification. The tip stiffness test was performed and all results were within specification. The cause of the reported event of helix mechanism issue was isolated to the helix clogged with blood/tissue and the over torqued inner coil in the connector region consistent with procedural damage.

Event description:
One day following the initial implant procedure, x-ray imaging was performed which revealed the right ventricular (rv) lead had become dislodged resulting in a cardiac perforation and tamponade. The following day, a revision procedure was performed to reposition the rv lead. During the procedure, the helix of the rv lead was unable to be extended. While attempting to reposition the rv lead, the patient then entered cardiac arrest and an emergency sternotomy was performed to evacuate the pericardial clot and to suture the perforation. The rv lead was explanted. The patient was in stable condition.